Event description:
It was reported that patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial (ra) lead exhibited noise that was over-sensed by the pulse generator resulting in pacing inhibition. Programming changes were performed. Patient was in stable condition.